Event description:
The facility representative reported a flo-gard infusion pump with two broken doors. It is unknown when this event occurred but was discovered in the biomed service area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with two broken doors was confirmed and duplicated by baxter service personnel. The root cause of the condition was determined to be the latch broken due to mishandling of the device. The pump 1 and pump 2 doors were repaired to correct the condition. A service history review revealed no previous service events were related to the reported condition. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(4), 2010. Baxter will continue to collect product complaints and monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. Should additional information be received, a follow-up medwatch will be submitted.